Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump which "does not show anything on the screen" was confirmed as a battery condition by baxter quality engineering. This condition was caused by depleted batteries. The main batteries were replaced to correct this condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility reported a colleague infusion pump which does not show anything on the screen. This event occurred upon power up in the central sterile department. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.